Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that flex vision pc was defective. To resolve the issue, fse replaced the flex vision pc and installed the flex vision pc software and return the part for further analysis, and it was confirmed failed component is frame grabber card. The frame grabber captures the video from the system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, philips has initiated a medical device correction (z-1144-2024). After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.